Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h3 ,h11. (Type of investigation, investigation findings, investigation conclusions). Corrected data: d8, g2. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer mentioned the pump had only alarmed one time and they had used the help screen to resolve the alarm. The customer verified there was no presence of blood in the helium tubing, that all cables and connections were secure and appropriate. The customer filled and pressed start which resolved the alarm and resumed therapy. The customer reported the patient was alert, oriented, talking with family, shifting their hips for comfort, and been in a flutter in the 100s-150s since arriving in the unit. Esp personnel explained the nature of the alarm, and that it was likely triggered as a result of sustained tachycardia. Personnel verified the customer had contact information and encouraged to call should the alarm go off multiple times in an hour.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6), the serial number, catalog number and other product related details are inaccurate/incomplete, we are following with the customer for the details, therefore UDI and other product specific details are not included in the emdr. A supplement report will be submitted upon receiving this info.

Event description:
It was reported by the customer that during use the cardiosave intra aortic balloon pump (iabp) had a gas loss alarm. There was no patient harm or injury reported.